Event description:
Based on additional information received on 06-feb- 2018, this case initially considered as non-serious was upgraded to serious due to the event of device malfunction with seriousness criteria of important medical event. This case is cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 12-dec-2017 from a pharmacist. This case concerns a (B)(6) female patient who received treatment with synvisc one and later after unknown latency patient was hard to stand, hard to move that leg, hard to bear weight after the injection, knee discomfort and after 01 day had painfulness/painful to knee, swelling/ swelling to knee and knee discomfort. Also, device malfunction was identified for the reported lot number. Concomitant medication included acetylsalicylic acid (asa), amitriptyline hydrochloride (amitriptyline), clonazepam, hydromorphone, duloxetine hydrochloride (duloxetine), promethazine hydrochloride (promethazine) and cyanocobalamin (vitamin b12). The medical history included pain, osteoarthritis, hypertension, anxiety, depression, varicose veins and obesity. Patient was allergic to hydrocodone, topiramate and verapamil hydrochloride (verapamil). The patient had no allergy to avian proteins, feathers, or egg products. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection (frequency, dose, indication and batch/lot: 7rsl021; expiry date: may-2020) in right knee. On (B)(6) 2017, 01 day after the infusion, patient had knee discomfort, swelling and painfulness. It was hard for her to stand or move that leg. Patient did received synvisc one in the left knee but it was from a different lot and she has no pain in left knee. Patient did not engage in activities such as jogging or tennis soon after the injection. Before the synvisc one injections, patient was able to bear weight. It was hard to bear weight after the injection. Patient was also encouraged not to keep knee stiff and was told to move knee so it would not get stiff and to call office back if get fever or pain not getting better. It was reported that pain worsened after injection. It was reported that patient did not have fever and did not have blood work done and was not hospitalized. It was reported that patient had pain and swelling to knee. It was encouraged to use ice, elevation, paracetamol (tylenol) and ibuprofen for discomfort. Corrective treatment: ice, elevation, paracetamol (tylenol) and ibuprofen for knee discomfort, swelling, swelling to knee, and painfulness, painful to knee; ice and elevation for rest of the events outcome: not recovered/ not resolved for device malfunction, painfulness, painful to knee, swelling, swelling to knee and knee discomfort; recovered for rest of the events seriousness criteria: important medical event for device malfunction an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Additional information was received on 06-feb-2018 from a patient. Seriousness criteria was added. Event of device malfunction was added with details. Corrective treatment was updated for the event of swelling, swelling to knee, painfulness, painful to knee and knee discomfort. Event of swelling was updated to swelling, swelling to knee. Event of painfulness was updated to painfulness, painful to knee. Outcome of the event of swelling, swelling to knee and painfulness, painful to knee was updated to not recovered. Batch number was added. Concomitant medication, past drugs and medical history were added. Clinical course updated. Text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 06-feb-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced hard to stand, hard to move leg, weight bearing difficulty, knee discomfort, pain and swelling in knee. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Based on additional information received on 06-feb- 2018, this case initially considered as non-serious was upgraded to serious due to the event of device malfunction with seriousness criteria of important medical event. This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 12-dec-2017 from a pharmacist. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and later after unknown latency patient was hard to stand, hard to move that leg, hard to bear weight after the injection, knee discomfort and after 01 day had painfulness/painful to knee, swelling/ swelling to knee and knee discomfort. Also, device malfunction was identified for the reported lot number. Concomitant medication included acetylsalicylic acid (asa), amitriptyline hydrochloride (amitriptyline), clonazepam, hydromorphone, duloxetine hydrochloride (duloxetine), promethazine hydrochloride (promethazine) and cyanocobalamin (vitamin b12). The medical history included pain, osteoarthritis, hypertension, anxiety, depression, varicose veins and obesity. Patient was allergic to hydrocodone, topiramate and verapamil hydrochloride (verapamil). The patient had no allergy to avian proteins, feathers, or egg products. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection (frequency, dose, indication and batch/lot: 7rsl021; expiry date: may-2020) in right knee. On (B)(6) 2017, 01 day after the infusion, patient had knee discomfort, swelling and painfulness. It was hard for her to stand or move that leg. Patient did received synvisc one in the left knee but it was from a different lot and she has no pain in left knee. Patient did not engage in activities such as jogging or tennis soon after the injection. Before the synvisc one injections, patient was able to bear weight. It was hard to bear weight after the injection. Patient was also encouraged not to keep knee stiff and was told to move knee so it would not get stiff and to call office back if get fever or pain not getting better. It was reported that pain worsened after injection. It was reported that patient did not have fever and did not have blood work done and was not hospitalized. It was reported that patient had pain and swelling to knee. It was encouraged to use ice, elevation, paracetamol (tylenol) and ibuprofen for discomfort. Corrective treatment: ice, elevation, paracetamol (tylenol) and ibuprofen for knee discomfort, swelling, swelling to knee, and painfulness, painful to knee; ice and elevation for rest of the events outcome: not recovered/ not resolved for device malfunction, painfulness, painful to knee, swelling, swelling to knee and knee discomfort; recovered for rest of the events seriousness criteria: important medical event for device malfunction a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Additional information was received on 06-feb-2018 from a patient. Seriousness criteria was added. Event of device malfunction was added with details. Corrective treatment was updated for the event of swelling, swelling to knee, painfulnesss, painful to knee and knee discomfort. Event of swelling was updated to swelling, swelling to knee. Event of painfulnesss was updated to painfulnesss, painful to knee. Outcome of the event of swelling, swelling to knee and painfulnesss, painful to knee was upadted to not recovered. Batch number was added. Concomitant medication, past drugs and medical history were added. Clinical course updated. Text amended accordingly. Follow-up was received on 13-feb-2018. Gptc number was added. Follow up was received on 14-feb-2018. No new information was received. Pharmacovigilance comment: sanofi company comment for follow up dated 13-feb-2018:the follow up information does not change the previous case assessment this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced hard to stand, hard to move leg, weight bearing difficulty, knee discomfort, pain and swelling in knee. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.